Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The report indicated that the filter subsequently malfunctioned and caused grade I and iii inferior vena cava (ivc) perforation and filter tilting after placement. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optpease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to grade I and iii inferior vena cava (ivc) perforation and filter tilting after placement. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The report indicated that the filter subsequently malfunctioned and caused grade I and iii inferior vena cava (ivc) perforation and filter tilting after placement. The patient reported becoming aware of perforation of filter struts outside the ivc, tilting and filter embedded in wall of the ivc, approximately nine years and seven months post implant. The patient also reported abdominal, flank and chest pain, shortness of breath and anxiety related to the filter. According to the implant record the indication for the filter implant was a newly identified cerebral aneurysm in a patient with a history of deep venous thrombosis (dvt) and bilateral pulmonary embolism (pe). The filter was placed to address the aneurysm. The filter was placed via the right femoral vein and deployed just below the level of the renal veins. A pre-deployment venogram showed no evidence of thrombus, a normal inferior vena cava of normal size and normal renal veins. The patient was returned to the ward in stable condition. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint the pain and shortness of breath reported by the patient could not be further clarified. Abdominal, flank and chest pain, shortness of breath and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to grade I and iii inferior vena cava (ivc) perforation and filter tilting after placement. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient was reported to have a history of deep venous thrombosis (dvt), bilateral pulmonary embolism (pe), and a newly found cerebral aneurysm, for which it was felt the patient needed to have placement of an ivc filter in order to get the cerebral aneurysm addressed. Both groins were prepped and draped in the usual sterile fashion and a needle was used for percutaneous access of the femoral vein. A venogram was performed to ensure there was no thrombus. An inferior vena cavogram was then completed revealing a normal inferior vena cava of normal size and normal renal veins without evidence of thrombus. The ivc filter was then placed without difficulty just below the level of the renal veins. The patient was returned to the ward in stable condition. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting and filter embedded in wall of the ivc, becoming aware of these events approximately nine years and seven months after the filter implantation. The patient further asserts to have suffered from abdominal pain, flank pain, chest pain and shortness of breath post implant in addition to anxiety related to the filter.